Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The customer submit a report to philips and wanted parts and repair done on the unit, so the fse replaced the gas delivery system and power management board. The unit passed all test.

Event description:
The customer reported that the unit is miss triggering. The device was not in use. No patient or user harm was reported.